Manufacturer narrative:
Device was used for treatment, not diagnosis. Age or date of birth: year of birth: (B)(6). Ethnicity: patient ethnicity and race not provided. (B)(4). Expiration date= na, lot number = 1928a. Device available for evaluation: device is not expected to be returned for manufacturer review/investigation. Manufacture date: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on july 11, 2018. This is 1 of 2 medwatches being submitted as two devices were involved in this event. See medwatch 2214133-2019-00067. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a consumer¿s wife that after surgery the consumer used j&j band aid brand first aid gauze pads on his arm. On (B)(6) 2019 the consumer experienced an increase in itching and swelling where the pads were located. He had already had blisters before product use, he saw increased swelling and itching after applying the pads. The consumer sought medical attention from a health care professional (hcp). The event was treated with a prescription anti-itch cream and prescription antibiotic cream. At this time, the patient is still experiencing symptoms. This is 1 of 2 medwatches being submitted as two devices were involved in this event. See medwatch 2214133-2019-00067. The same patient is represented in each medwatch.